Manufacturer narrative:
Device evaluated by manufacturer: no, lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated a 12.6mm vticmo12.6 implantable collamer lens, diopter unknown, was noted to be broken, before being loaded. There was no patient contact. The reporter indicated the lens was received broken.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in lens case/vial. Visual inspection found that haptic was torn/ broken/ bent/ deformed. (B)(4). Report source is distributor, not user facility (B)(4).